Event description:
There was an allegation of questionable elecsys ft4 IV results for 2 patient samples on a cobas e 411 analyzer (rack system). Sample 1: the initial result was >7.77 ng/dl, and the repeated result was 1.44 ng/dl. Sample 2: the initial result was >7.77 ng/dl, and the repeated result was 0.99 ng/dl.

Manufacturer narrative:
The reagent lot number is 84123001 with an expiration date of 31-jan-2026. The field service representative found that the tube connected to the probe was damaged. He replaced the tube connected to the probe, which resolved the issue. He performed checks and tests with acceptable results. It was determined that the event was due to a maintenance issue.